Event description:
Client was operating the lift downwards when it stopped mid-rail. Husband assisted in getting wife out of the chair and she lost her footing and fell, fracturing her wrist.

Manufacturer narrative:
Completed full inspection of the lift and could not replicate issue, all systems working to spec. Most likely underlying cause was client picking up on arm during travel engaging arm interlock or not holding pressure on toggle during travel. Completed second full inspection after 3 days of operation and again could not replicate issue. Completed two full demos with husband and wife to review proper operating procedures in user manual.